Event description:
During a patient use event, the user is disagreeing with the "no shock advised" notification given by the device. The patient did not survive.

Manufacturer narrative:
Updating the date of event and date of death based on subsequent review of the case.